Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex (B)(4) set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during use with one unit of prismaflex (B)(4) set c, an external fluid leak due to separated effluent line was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the provided pictures showed the effluent pump segment disconnected from the support plate. There was non-homogeneous mark of solvent on the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.